Event description:
It was reported to philips that the system was unable to boot. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the cathlab system failed to start. Upon troubleshooting fse found that dc power supply was faulty. To resolve this issue, fse replaced dc power supply. The defective dcps was returned to philips for analysis and found defective power supply. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was correctly updated.